Event description:
An other health care professional reported about a lens explanted in a secondary procedure approximate 4 months after the initial procedure due to blurry vision for computer. The clinical reason was reported as mechanical complication. Additional information was received stating the main contributor for explant was glare caused by iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).